Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to have exhibited premature battery depletion as the estimated longevity dropped from 33 percent to 16 percent over the course of four months. Device data was sent to engineering for review. Data analysis confirmed the device was prematurely depleting due to increased power consumption and recommended device replacement. No adverse patient effects were reported.